Event description:
Patient was undergoing a hydrothermal ablation for menometrorrhagia. The cycle for the procedure is 10 minutes. After 8 minutes and 30 seconds the machine shut down. The physician inspected the patient's genitalia and there was a white lesion on the right lower vagina and right vulva consistent with a burn. Silvadene cream was applied. There has been no further treatment needed.